Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump alarmed compromised force sensor system. He attempted to fill the tubing but insulin started to come out and the numbers did not appear on the screen. The customer noticed cracks on the top right and bottom left corner of the insulin pump's lcd screen covering. Customer's blood glucose level was 237 mg/dl. Customer was advised to discontinue use of the device and revert to a backup plan. The customer was advised that the device would be replaced and agreed to return the product for analysis.

Manufacturer narrative:
The insulin pump alarmed prime during basic occlusion test due to loose/protruded drive support. The insulin pump had a cracked reservoir tube lip, minor scratches on display window, cracked case on the display window corner, cracked belt clip slot, scratched reservoir tube window and cracked battery tube threads.